Event description:
Suture passer experienced needle break on the 5th fire after 4 misfires. The surgeon experiences difficultly extending and retracting the lower jaw and the suture was cut by the needle. Second device was opened and needle break was observed during use. The needle fragments were retrieved.